Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 175 mg/dl, 89 mg/dl, and 109 mg/dl. Customer did not take any action/inaction. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.